Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported a poor image with a green color involving an olympus gynecologic laparoscope. There was no patient injury reported.